Event description:
A hemodialysis user facility has reported a suspected dialyzer reaction. The facility was contacted for additional info on this event. It has been learned that the patient had started the dialysis treatment when 10-15 minutes into the treatment, the patient became short of breath and had pain in shoulders, nausea, and the staff was thinking that she was having a heart attack. When the patient exhibited these symptoms, the treatment was discontinued and 911 was called, and the patient was transported to local ER. It has been learned that the patient signed out against medical advice and was never admitted. The rn reported that the patient was allergic to the dialyzer. The patient's blood was not returned for this event. The md has now changed the orders for this patient to be pre-medicated with diphenhydramine. He has also ordered a new prescription for the dialyzer. The dialyzer has since been changed to a different brand. Reportedly, this patient is able to tolerate the new dialyzer. The rn also has reported that she thinks that the patient does not need to be pre-medicated any more. Reportedly, the patient is doing fine with no further symptoms. The sample was not saved. It was also reported that this patient did receive dialysis with use of this dialyzer for 60 treatments prior to this event.